Manufacturer narrative:
Controller log files for pump, (B)(4) were reviewed from (B)(6) 2013. Logs indicate a gradual increase in power and flow but still within the normal operating range. No alarms were recorded around the event time frame. No high power events were recorded. The hvad is used for treatment not diagnosis. The hvad pump ((B)(4)) was not returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Manufacturing documentation confirmed that the pump met all requirements for release. Review of controller log files confirmed the reported high power event. The root cause of the reported event cannot be conclusively determined because the reported event did not allege any device malfunction. There are patient, procedural and pharmacological factors including the patient's decreased anticoagulation just prior to and at the time of this event that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported that approximately fifteen months after the implantation, the patient experienced high watt alarms on his heartware lvad. The site indicated that the patient had not reported his decreased inr to them but had called the hospital when he developed dark urine. The patient's inr at the time of this event was 1.8. The surgeon opted to exchange the heartware® lvad via median sternotomy for another lvad. As of the date of this report, the patient remained in the intensive care unit (ICU) post-operatively. The patient's physician reported that this event was not related to the device.